Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient underwent a revision where the ipg and a lead were replaced. The ipg was at end of life. The lead was fractured. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2024-07685. It was reported that the patient's ipg had reached end of life. It was also noted that the patient was receiving inadequate coverage from their scs system. The patient's lead was discovered to have fractured under fluoroscopy. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted, replaced, and therapy was restored.